Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for wound check, undersensing and loss of capture were observed on the atrial lead. Review of the x-ray revealed dislodgement. The lead was revised and remains implanted. The patient was asymptomatic and stable before, during, and after the procedure.